Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps failed to connect to the energy device. Customer could not use bipolar, the theatre staff reconnected 2 blue cables to check if it could work. Both cables worked with a different bipolar instrument. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. Material appears to be missing due to damaged insulation. There was fragmentation of the insulation, and the internal conductor wire were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken, but the instrument failed the electrical continuity test and showed no energy on cauterizing tests. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observations related to customer complaint: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. There is obvious damage to the conductor wire at distal clevis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.